Event description:
It was reported that; the surgeon was using a plate. One of the screws was bottoming out and would not go below the plate. Tried a rescue screw and it did better. One minute delay

Manufacturer narrative:
Lot# pax. Method: visual analysis, device history review, complaint history review, risk assessment. Result: too much compressive torque during insertion of screw by the screwdriver results in breakage of screw tab. There was no breakage of the screw however some deformations on the threads were identified upon visual inspection. Conclusion: an excess compressive force and the deformation in the screw may have likely caused the reported event of screw jamming.

Event description:
It was reported that; the surgeon was using a plate. One of the screws was bottoming out and would not go below the plate. Tried a rescue screw and it did better. One minute delay.